Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and found that the unit was turning off/on by itself. The technician replaced the power board and membrane switch assembly.

Event description:
The customer reported that the ltv1150 was alarming vent inop. At this time, patient involvement associated with this event is unknown.